Event description:
It was reported that the device was checked after the patient received inappropriate shocks due to t-wave oversensing. The physician repositioned the lead. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.